Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed electrode ring 2 was displaced distally, consistent with a fracture in conductor wire 2 at the weld spot on the ring and the observed open circuit. No damage or deformation to the electrode ring was noted. There was a depression in the shaft material where the electrode ring was previously swaged, and the ring appeared to fit tightly to the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode ring remains unknown.

Event description:
This report is to advise of a displaced electrode noted during analysis.